Event description:
It was reported that insulin gauge on pump displayed amount different than expected, as pump showed 9 units while caller expected 140 units, and caller was currently experiencing fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer had not completed cartridge air removal step, so technical support educated customer to remove air from cartridge before filling, and customer acknowledged instructions but declined to load new cartridge and chose to continue using current cartridge with plan to follow up if necessary.